Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 200 units of insulin, and several hours later, the insulin gauge displayed 0 units. The contact did not observe any type of leaking. Additionally, the contact reported that there was no alarms that occurred during that time. The customer reported blood glucose level was "okay" during the time of the issue. The customer loaded a new cartridge successfully and resumed insulin delivery.